Event description:
It was reported that while on patient a difference between the inspiratory and expiratory tidal volume was noticed. After re-positioning of the patient cassette the anesthesia workstation functioned normally and was continued to be used. Alarm for leakage was generated. There was no patient harm. (B)(4).

Manufacturer narrative:
More information surrounding the event has been sought. A supplemental medwatch will be provided when investigation is finished. (B)(4).